Manufacturer narrative:
Lot # is 3112714; 510 (k) # is k093745.

Event description:
On (B)(6) 2011, the lay-user/patient contacted lifescan from (B)(6) alleging a packaging issue with a vial of one touch verio test strips. The patient claimed that she received a one touch verio pro meter but the test strips were allegedly found outside of the test strip vial and loose in the meter's carrying case. The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. The test strips were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he had a test strip vial packaging issue. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.